Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer. Previously administered products included for an unreported indication: seasonique from 2005 to 2012. Concurrent conditions included obesity. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain"), vulvovaginal pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), allergy to metals ("nickel allergy"), back pain ("lower back pain") and abdominal distension ("other injury or complication: bloating") and was found to have weight increased ("weight gain/loss (specify which one):weight gain"). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, nausea, allergy to metals, weight increased, back pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date of insertion was reported as (B)(6) 2013 (discrepancy noted as per pfs). After essure removal it is reported that most of all symptoms were decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram in (B)(6) 2013: total bilateral occlusion. Fallopian tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: previously added injury was replaced with new events - pelvic pain. New events added-abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, nausea, nickel allergy, lower abdominal pain, lower back pain, vaginal pain, weight gain and bloating were added. Patient demographic details added. Lab data and historical drug was added. On 6-sep-2019: follow up 2 and 3 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.